Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome as resolved on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative as part of a clinical study regarding a patient implanted with a neurostimulator. Positional bladder hyperactivity was reported, including changes in position and effort associated with urinary incontinence. Overactive bladder due to a loss of effectiveness of the neurostimulator may have led or contributed to the issue. Results of diagnostics/troubleshooting were unknown. The system was reprogrammed on (B)(6) 2018. A urethral band was proposed following the failure of therapy. The issue was not resolved as of (B)(6) 2018. The investigator assess this event as not serious, not related to the procedure, and related to the stimulator. The investigator reassessed the event as related to the stimulation, and not related to the stimulator. Urge incontinence was noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use. Additional information received reported that the urethral band proposal procedure was performed on (B)(6) 2018. Other actions/interventions taken was a reprogramming where the device was switched off on (B)(6) 2018. No further complications were reported/anticipated.